Event description:
The rptr stated, the surgeon attempted to insert a silicone single piece lens but the injector was damaged and tore the lens. There was no pt contact. Another same type lens was implanted.